Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported the buttons were intermittently working on the insulin pump. Customer stated they were able to clear the button error alarm, but the buttons became unresponsive after. The customer reported the arrow buttons were not functional. The customer's blood glucose was 80 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner and minor scratches on the display window.